Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed in the pump logs. The user made bolus requests without entering current bg levels and still having insulin on board (iob). Making bolus requests without entering current bg levels and still having iob could lead to a low bg event. There is no evidence of a device malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels lowest (32 mg/dl.) The customer drank juice to stabilize bg level. The customer declined to troubleshoot with tandem technical support. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.